Event description:
It was reported that the instrument fractured during the procedure and the fragmented pieces were retained by the patient. There is no reports of further medical intervention. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. The root cause is due to the slip of hand by surgeon and led to anchor being loose and fracture. Per the surgical technique: "to reach full depth it is preferred to drill at an angle as perpendicular to the bone surface as possible. This is important for full deployment of the anchor. Locate pilot hole with tip of juggerknot inserter. The angle of insertion must be the same trajectory as the pilot hole. Failure to do this could prevent insertion and deployment of the anchor." A final response/technical report will not be sent as the surgeon was aware of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.